Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose was approximately 216(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.